Manufacturer narrative:
Investigation: smiths medical international's investigation stated that the report of cuff leakage was confirmed. Examination of the first sample found two v-shaped tears of 0.60mm and 0.94mm, 52mm from the distal tip of the tube. The second sample had one hole of 0.47mm in the wall of the cuff, 50mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for these two possible product lots. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of over 1,000,000 products annually. A further review of mfg records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: it is stated that the products were tested prior to use and only became deflated after three days in use for one sample and four hours for the second sample. As such, incident is unlikely to be the result of an assembly fault. The most likely cause for this incident is that the cuff became scratched, either during insertion or following inflation of the cuff. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.